Event description:
This spontaneous report was forwarded to merz aesthetics by merz pharmaceuticals (B)(4), initially received from a (B)(6) physician. A female pt was injected with 0.2 ml of belotero basic dermal filler with three injection points into glabella. The needle used for injection was a 27g cannula. On (B)(6) 2012, the pt experienced localized scaling erythema and itching. Reportedly, localized scaling erythema first appeared as a livid discoloration, changing to a pale erythema after one week. Initially, the physician reported the events localized livid discoloration and formation of nodules in the glabellar area. Corrective treatment comprised prescription of an unspecified local corticoid. On (B)(6) 2012, the pt was placed on oral cefaclor 1000 mg/d for 7 days. The physician assumed that the symptoms probably resulted from a soft tissue infection and excluded a necrosis. At the time of reporting, the outcome of the events was considered resolving. In the opinion of the reporting physician, the events were of moderate intensity and not related to the injection of belotero basic. She considered the events not leading to permanent impairment.

Manufacturer narrative:
The physician considered the events as caused by an infection and not related to belotero and under appropriate treatment the events were resolving. Merz agrees with the reporter and causality is assessed as not related for all events. The device history records were not reviewed as the lot number was not provided.